Event description:
It was reported that an ilet touchscreen cracked after being dropped, resulting in a display that could only be tapped in the top right corner and rendering the device unusable. Symptoms included no injury. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included a review of the reported event and arrangements for replacement and return of the affected unit for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact. It was concluded that the device failure was due to mechanical damage from accidental drop rather than a manufacturing defect.